Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance and difficulty to remove was confirmed through observation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent during advancement causing the reported difficulty to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequently, after the initial was filed it was reported that the balance middleweight guide wire mentioned in the procedure was not an abbott guide wire. The procedure was to treat a distal to a previously unspecified implanted stent in 2005 in the anterior descending artery. A non-abbott guide wire was advanced in the anterior descending artery and the .014 extra s'port guide wire was placed as protection towards the diagonal artery. A non-abbott balloon was advanced and inflated to 8 atmospheres for one minute. During inflation, the patient experience an episode of ventricular tachycardia that subsided once the balloon was deflated, in addition to providing 2 grams of magnesium sulfate. The lesion had no residual with timi iii flow. A the 2.0x18mm xience sierra stent delivery system (sds) was attempted to advance however, failed. A non-abbott guide was used placed to use the buddy wire technique and advance the xience sierra over the non-abbott guide wire; however, under fluoroscopy it was observed the sds became attached to the guide after several attempts. Therefore, the entire system was removed as one unit as the sds could not be removed on its own. A new 2.25x13mm non-abbott stent and with a new extra s'port guide wire were used. Stand post-dilatation was performed with a 2.5x12mm nc trek balloon at 18 atmospheres. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional universal bmw device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the anterior descending artery, distal to a previously implanted unspecified stent in 2005. A 2.0mm xience sierra was implanted in the proximal portion of the lesion and a trek balloon was used for dilatation. The 2.0 x 18mm xience sierra stent delivery system (sds) was advanced to the distal portion of the lesion over the balance middleweight (bmw) universal guide wire. Under fluoroscopy it was noted that the sds could not advance over the previously implanted stent. It was observed that the sds had attached to the guide wire after several attempts to advance. The entire system was removed and a new stent and guide wire were used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.